Manufacturer narrative:
(B)(4). Corrections: no adverse event or patient adverse outcome. It was initially reported that the device would be returned for analysis; however, the device was not returned. (B)(4). The device was not returned for analysis. It should be noted that the instructions for use; states: prior to using the carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported stent dislodgement.

Event description:
The following additional information was received: there was no resistance noted during removal of the protective sheath. There was no resistance noted during advancement in the vessel. Reportedly, the stent does not remain in the patients anatomy. Another device was used to complete the procedure successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during the procedure the rx multi-link 8 stent delivery system (sds) was advanced in the anatomy; however, the stent implant could not be seen on fluoroscopy. The stent implant was not found in the package or loose on the sds. There were no adverse patient effects and no clinically significant delay in the procedure; however, it cannot be confirmed if the stent dislodged and remains in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: the device was returned for analysis. Evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The investigation was unable to determine a conclusive cause for the reported stent dislodgement.